Event description:
It was reported that the pt had the spectra penile prosthesis explanted due to an infection and replaced with another spectra. No further pt complications were reported.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.